Event description:
The patient underwent generator replacement. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
The device programming history was obtained and decoded. Ifi - yes was confirmed. No known surgical interventions have been performed to date.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient was experiencing more frequent, but less severe seizures. It was reported that the magnet has been less useful on smaller seizures because they happen so quickly. The notes indicate that the generator was found to be ifi - yes. The patient was referred for prophylactic generator replacement. No known surgical intervention has been performed to date.

Event description:
Product analysis on the generator was completed on 01/12/2015. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.587 volts as measured during final electrical testing, showed a neos=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.